Manufacturer narrative:
(B)(4). Date sent to FDA: 06/11/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: complaint sample was not received for investigation. Five retained samples of incident codes nw3336 and lot number v0007 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull test and found to meet the specification. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). Batch manufacturing records of v0007 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? While suturing the port closure what was used to complete the procedure? Same code nw3336 from another box. (New batch) did the patient experience any adverse consequences due to this issue? None. Device is available. Pcf deferred due to quarantine restrictions.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2021 and suture was used. During the procedure, while suturing the port closure and taking a bite and pulled the suture, it was damaged. The suture thread was cut. Another like device was used. There were no adverse patient consequences. No additional information was provided.